Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one balloon opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. During visual inspection the balloon appeared to be intact. The balloon was unable to be inflated due to a small cut in the balloon. The flapper valve and locking collar functioned properly. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested due a cut in the balloon. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the cut in the balloon may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an inguinal hernia repair procedure, the balloon would not inflate. No adverse events gave been reported. To correct this condition, a new device was opened.